Event description:
It was reported that the power module created voltage alarms. Patient cable was replaced but alarms persisted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of voltage alarms on the power module was confirmed. No log files were submitted for review; however, the power module was returned to the service depot for further analysis. The power module was connected to the returned power module backup battery and the power module booted up as intended. After the initial dc boot up process, the unit was connected to ac power and booted up as intended. The battery was depleted during testing which may have contributed to yellow wrench and red battery alarms after booting up; however, testing at the service depot did not indicate the battery was able to be fully charged. A repair order was provided, and no response was received. No further testing was performed at the service depot. The power module was returned to the customer "not for human use". Irregular low voltage alarms while connected to a system controller were not confirmed during testing; however, voltage changes in the internal backup battery were observed during testing. The root cause of the reported alarm could not be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Review of the battery inspection data for the returned power module backup battery, serial number (B)(6), revealed the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system backup power. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly handle and resolve alarms- including low voltage alarms. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of voltage alarms on the power module was confirmed. No log files were submitted for review; however, the power module was returned to the service depot for further analysis. The power module was connected to the returned power module backup battery and the power module booted up as intended. After the initial dc boot up process, the unit was connected to ac power and booted up as intended. A repair order was provided, and no response was received. No further testing was performed at the service depot. The power module was returned to the customer "not for human use". Irregular low voltage alarms while connected to a system controller were not confirmed during testing; however, voltage changes in the internal backup battery were observed during testing. The root cause of the reported alarm could not be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Review of the battery inspection data for the returned power module backup battery, serial number (B)(6), revealed the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system backup power. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly handle and resolve alarms- including low voltage alarms. Heartmate 3 instructions for use (rev. D) under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. D) section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use (rev. D) section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. A) and the heartmate 3 instructions for use (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the same alarms persisted with multiple patients.